Event description:
It was reported that failure to capture was noted on the right ventricular (rv) lead. Fluoroscopy imaging showed no lead abnormalities, however, the physician claimed that the lead had fallen out of position. The physician elected to explant and replace the rv lead. The patient condition was stable.